Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the black box showed a loss of prime warning associated with a low non-zero force on (B)(6) 2015 15:11; deliveries resumed at 15:17 and on (B)(6) 2015 09:32; deliveries resumed at 09:53. On (B)(6)2015 08:35 a replace cartridge alarm was recorded; deliveries resumed at 09:47. A 24hr duration test was successfully completed with no loss of prime warnings being duplicated. The force sensor calibration check showed that the pump was detecting the correct force. The pump cover was removed and there was no damage or contamination found. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose in the 300s mg/dl with polydypsia and symptoms of dehydration associated with a loss of prime issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the loss of prime had occurred greater than 3 times in 30 days and with at least 3 separate cartridges from 2 different boxes. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a loss of prime issue.